Event description:
Prevena plus incisional management system placed by the surgeon. The connection tube from the wound sponge would not connect to the battery, unable to create suction from the wound vac. Another wound vac was obtained and still unable to fit to the battery portion, unable to create a suction for the wound vac. The surgeon replaced the tubing portion of the sponge and connect to the new battery, suction was created and fit correctly.